Event description:
Boston scientific received information stating: patient presented to the ER after receiving multiple shocks. Interrogation revealed loc in both rv and lv leads. In addition, high out of range impedance measurements were displayed. It was thought these leads were fractured. Event date (B)(6) 2011 dr. (B)(6). Hospital: (B)(6) australia. No implant or explant data provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).